Event description:
It was reported that difficulty removal and shaft break occurred requiring an additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during withdrawal after deflation, the balloon was stuck in the lm implanted stent. When physician applied force to remove the balloon, the shaft was fractured at about 15cm from the distal tip. The balloon and the rest of the shaft left inside the patient's coronary artery. The fragment was snared out of the body successfully. This required a prolonged procedure with additional radiation and blood loss. The procedure was completed with a 12x6 nc balloon catheter and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was blood and contrast to the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloons were found to be loosely folded. The proximal portion of the inflation lumen (from midshaft bond to the rpe) was stretched and fully separated just distal to the rapid port exchange (rpe). The guidewire lumen was stretched from the rpe moving distal for a length of 3mm. There was twisting to the shaft and the balloon of the device. There was full detachment of the guidewire lumen within the shaft (inflation lumen) at the distal waist. There was visible texture noted to the distal portion of the balloon, and the tip of the device was damaged. Product analysis confirmed the reported separation and removal difficulties as the inflation lumen and guidewire lumen were separated and the stretched and twisted shaft damage to the device indicate procedural and removal difficulties.

Event description:
It was reported that difficulty removal and shaft break occurred requiring an additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during withdrawal after deflation, the balloon was stuck in the lm implanted stent. When physician applied force to remove the balloon, the shaft was fractured at about 15cm from the distal tip. The balloon and the rest of the shaft left inside the patient's coronary artery. The fragment was snared out of the body successfully. This required a prolonged procedure with additional radiation and blood loss. The procedure was completed with a 12x6 nc balloon catheter and there were no patient complications reported. It was further reported that additional radiation and contrast were required to view the vessel while trying to remove the balloon. After removal, it was noted that the balloon failed to rewrap. Additionally, the previously implanted stent was a 12mm synergy xd drug-eluting stent.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was blood and contrast to the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloons were found to be loosely folded. The proximal portion of the inflation lumen (from midshaft bond to the rpe) was stretched and fully separated just distal to the rapid port exchange (rpe). The guidewire lumen was stretched from the rpe moving distal for a length of 3mm. There was twisting to the shaft and the balloon of the device. There was full detachment of the guidewire lumen within the shaft (inflation lumen) at the distal waist. There was visible texture noted to the distal portion of the balloon, and the tip of the device was damaged. Product analysis confirmed the reported separation and removal difficulties as the inflation lumen and guidewire lumen were separated and the stretched and twisted shaft damage to the device indicate procedural and removal difficulties.

Event description:
It was reported that difficulty removal and shaft break occurred requiring an additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during withdrawal after deflation, the balloon was stuck in the lm implanted stent. When physician applied force to remove the balloon, the shaft was fractured at about 15cm from the distal tip. The balloon and the rest of the shaft left inside the patient's coronary artery. The fragment was snared out of the body successfully. This required a prolonged procedure with additional radiation and blood loss. The procedure was completed with a 12x6 nc balloon catheter and there were no patient complications reported.